Manufacturer narrative:
Unable to verify unit not received stuck in manufacturing mode due to critical pump error (open book image). Unit received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The force sensor and motor was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they had critical pump error on the insulin pump. The customer¿s blood glucose level was 160 mg/dl. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.